Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b3 as the incorrect date was inadvertently submitted on the initial submission, to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, collagen, and suture were able to be deployed however, the tamper tube was unable to be deployed. The sheath and carrier tube were separated, and the carrier tube was cut into. The tamper tube was found within the carrier tube and considerable signs of dried blood were identified. Additionally, the temperature dot was returned black. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath carrier system was correctly positioned and there was no resistance from the anchor when the system was pulled back. The entire system was pulled out and no anchor was visible. Manual compression was performed; however, there was no damage to the patient. Th puncture was antegrade, pta 6f with cordis-ik 11cm. The procedure performed was a pta antegrade. Hemostasis was achieved by manual compression. The procedural sheath used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc's. The patient was in stable condition.